Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo is provided and reviewed. The photo shows two maxcore devices, along with the product labeling information, which does match and verify with tw. The devices were placed in the product package, in that one device in its fully primed position and another device in initial position. Both the devices were placed without needle protective sheath and yellow guard. No other anomalies were noted. Based on the photo review the reported failure to fire issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as the provided photo evidence does not support the event for both devices. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the outer cannula could not be fired. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.